Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it remained within the normal range. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.